Event description:
It was reported that the patient called in regarding a bent cannula, as previously noted. During a supply change, the patient connected all components outside the ilet, which caused the cartridge to leak. As a result, the patient opted to use backup therapy for the remainder of the day. The agent reviewed the importance of connecting all components inside the ilet. The patient reported that blood glucose levels were affected, remaining high (above 180 mg/dl) for over four hours, with the device alerting for levels above 300 mg/dl for more than 90 minutes. Backup therapy was used to manage the elevated blood glucose, and no ketone testing or professional medical intervention was performed. The patient experienced a pounding headache, nausea, and excessive thirst. Assistance was provided by the patient¿s husband to check blood glucose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.